Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for ther return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 was only working intermittently. The safety shutoff activated. Even after waiting for approximately 60 seconds, the device kept shutting down. The harvester had to open the leg to complete the harvest of the saphenous vein.